Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The connectors were reseated during the service all. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system turns off by itself and takes a long time to start up again afterwards. There is no report of pt injury or death.